Event description:
The customer received blood glucose readings of 220 and 225mg/dl on the contour next ez, re-tested on a different meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained. Product was not replaced and not expected to be returned.